Manufacturer narrative:
Batch review performed on 20 may 2016. (B)(4). On 20 may 2016 it was prepared a final report with the information submitted in this report. On 23 may 2016 the report was sent to the initial reporter and the case was closed.

Event description:
The patient came in due to signs of infection 6 days post operation. The surgeon washed out the hip and exchanged the head and liner. The exchange was done as a precautionary measure and a more thorough wash out. The surgery was completed successfully. X-rays and explants are not available.